Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief after a motor vehicle accident. The implanted leads were reported to have migrated. A revision procedure was completed and therapy was restored.

Manufacturer narrative:
Additional information: section d6b. - explantation date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The anchor was not returned to saluda. A root cause for the migration could not be definitively determined, but likely a result of a motor vehicle accident. Review of x-rays provided could not confirm the reported migration due to lack of original lead location as reference. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes. The patient may require surgery (including revision, explant, and replacement) as a result."